Event description:
Puritan bennet 740 ventilator completely turned off while patient on vent. Staff bagged patient until another ventilator was brought in. Patient found unresponsive at home, required intubation due to respiratory failure.